Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, the footplate would not activate during device deployment for three prostyle devices. All three devices were simply removed from the anatomy. The sutures of two new prostyle were successfully pre-placed. The sheath was upsized to a 14fr and the tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The mechanical jam was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Unused sterile devices of the same lot number were returned and successfully tested with no anomalies noted. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is possible the foot was in the access site as the returned device analysis observed no abnormalities. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.